Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, perforation of the ivc, and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately four years three months post filter deployment, the patient was allegedly diagnosed with a pe. One year one month later, the patient allegedly had a CT scan that showed filter tilt and perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and three months post filter deployment, computed tomogram angiography of chest (cta) revealed that the multiple areas within the lower lobes which could represent artifact versus pulmonary embolism. There was an area within the right lower lobe which was more concerning for a possible pulmonary embolus. Eventually one year and one month later, the patient experienced generalized abdominal pain. Subsequent computed tomography (CT) revealed that the filter tip was located approximately 2.2 cm below the inferior margin of the left renal vein and approximately 3.6 cm below the right renal vein. The filter tip contacts the right anterior wall of the inferior vena cava with approximately 22 degrees tilt relative to the inferior vena cava. Artifact at the level of the midabdomen significantly impairs evaluation of the filter there was question of strut perforation with what appears to be one of the struts extended superiorly and to the left of midline anterior to the aorta. This extends beyond the approximately lumen by 1.5 cm. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), pulmonary embolism (pe) post implant and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4 (expiry date: 12/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years and three months post filter deployment, the patient was diagnosed with pulmonary embolism. One year and one month later, the patient allegedly had a computed tomography scan that showed filter tilt and perforation. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.